Event description:
The pt initially reported the stimulation would wane. The sjm rep met with the pt and reprogrammed the system; it was reported the stimulation was effective. Follow up identified the pt had felt a burning sensation at the ipg pocket while charging. The pt reported she had an increased recharge burden, and the stimulation would lessen on its own. The pt reported she only felt the burning sensation when the stimulation was turned on. An x-ray did not reveal any anomalies. The next course of action was undetermined.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.